Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that x-ray result confirmed that the leads have migrated.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances on the leads. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.